Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The system was repositioned from the left to the right side. The patient's condition was stable.